Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made an unspecified mistake. On the same day as the event onset, the patient was hospitalized due to the event. The patient was treated with vancomycin injection (1gm, per day, discontinued, route not reported) and ceftazidime injection (500 mg, per day, discontinued, route not reported) for peritonitis. Ten days after the event onset, the patient was discharged from the hospital, pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis (three times a week). At the time of this report, the patient has recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.